Manufacturer narrative:
The reported reader was returned and investigated with retained test strips and no new issues were observed. Visual inspection has been performed on the returned reader and no issues were observed. The reader powered on with button after the reader was charged. Reader powered on with strip insertion. All results were within range specification and no errors were observed during control solution testing. The control solution tests show different results for the reader port and fixture port but both are inside the acceptable limits. Therefore, no failure mode has been observed with the returned reader. The complaint is not confirmed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 22 mg/dl and 122 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 22 mg/dl and 122 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.